Event description:
During an off pump procedure the foot on the stabilizer broke off at the connection point with the arm. No other info was provided by the distributor. The distributor did not report any pt complications. Based on failure analysis results, the device was broken into multiple pieces.